Event description:
It was reported the spo2 sensor inops for poor signal and searching for signal was delaying alarms. When the spo2 loses a good signal or is searching for signal, the alarm delays are reset, which prevents the alarms from occurring. It was indicated the event type was a serious injury and intervention was required; however, there was limited information available via the received medwatch report.

Manufacturer narrative:
No functional testing was performed by philips for this specific report. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The issue of spo2 signal loss at this facility is not confirmed and is currently under investigation under a separate complaint. The investigation progress and results will be documented under that record. Philips is performing this investigation, in conjunction, with the spo2 sensor supplier, masimo. The final product disposition remains unknown/.